Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging inaccurate results (result details not provided, other than 30mg/dl). This complaint is being reported because the reported results did not meet lifescan's precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.